Manufacturer narrative:
The device passed the displacement test however, the pump alarmed pump error 63 during the self test followed by battery failed alarm and pump error 63 alarm is found in the downloaded history files due to a software error. All buttons functioned properly during testing and no unresponsive buttons/keypad noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm and keypad anomaly. The customer's blood glucose was unknown. The insulin pump had failed battery alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the numbers were ramping on their own. The troubleshooting was performed for the pump error, keypad anomaly and failed battery. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.